Event description:
According to the complainant, during the procedure, it was observed during the heating phase two, fluid loss alarms were received while the temperature was in the 70 degree plus range, which resulted in a minor vaginal burn. The procedure was aborted. The physician tightened the cervix and restarted the procedure and there was no further incident. Upon procedure completion the physician applied silvadene cream to the burn. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. Conclusion: based on the event description the most likely cause for the fluid loss and the resulting patient burn is due to a poor cervical seal. Please refer to pages 6 and 7 of the hta users manual as well as pages 38, 40 and 48 which reference the importance of obtaining a tight cervical seal and observing the seal throughout the procedure. The most probable root cause was the result of user error. Device discarded.